Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility, during testing, the touchscreen did not respond when pressed and would not calibrate. The probable cause was device touchscreen assembly. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device touchscreen does not respond when pressed. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen was found not to respond and would not calibrate. No additional information was provided.